Event description:
It was reported that a pta balloon would not deflate after the first inflation was performed in the right peroneal artery. After applying negative pressure to the balloon several times, a .014" guide wire was used to puncture the pta balloon. After the pta balloon was punctured, the balloon deflated without further difficulty. The pta balloon dilatation catheter was then removed through the introducer sheath without further incident. There was no report of pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There was nothing found to indicate that there was a mfg related cause for this event. This is the only event reported to date for this lot number for this failure mode. The device has not been returned for eval to date. The investigation is currently underway.